Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The 95% stenosed, de novo, eccentric and moderately calcified lesion was located in the tortuous proximal left circumflex (lcx) artery. The lesion size was reported to be 6mm x 2.5mm. Vascular access was gained through the femoral artery. The lesion was pre-dilated with a maverick 9mm x 2.5mm balloon catheter, the stenosis was 80% following pre-dilation. Upon attempting to post-dilate, the quantum maverick mr 8mm x 2.5mm balloon catheter ruptured at 10 atms, before reaching rated burst pressure. The number of inflations and to what atms is unk. The procedure was completed with another of the same device. There were no pt injuries or complications. The pt's status was reported as "stable."

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure.